Manufacturer narrative:
It was reported that the patient has laxity after fracture. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity after fracture. A revision surgery is planned to exchange the poly inserts.